Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump was not working properly. The customer reported that the insulin pump had cracks on the reservoir and battery compartment and on the screen. The customer's blood glucose was 450 mg/dl at the time of incident. The customer's blood glucose was 405 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injections. The customer stated that they felt sick. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was bumped and dropped. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window and scratched reservoir tube window.